Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) experienced an increase in pacing thresholds and subsequent pacing failure. There was a high possibility that the patient¿s myocardial problem was the cause of the threshold issue. Reprogramming was performed, and the ipg remains in use. No patient complications have been reported as a result of this event.